Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed and severely calcified lesion was located tortuous left common iliac artery (cia). Vascular access was gained through the left femoral artery by a retrograde approach. The sterling over the wire 7.0mm x 40mm x 80cm balloon catheter was advanced to the lesion for pre-dilatation and inflated slowly to 10atms. The balloon ruptured at 10atms, on the first inflation. The procedure was completed with a different device. There were no patient injuries or complications. The patient's status was reported as "no problem."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore a failure analysis of the complaint balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause has been attributed to operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.